Manufacturer narrative:
During a regular internal review of complaints, it was identified that some medwatch reports associated with an fca were submitted without a correction/removal number in field h9 of 3500a form. Medtronic have initiated CAPA (B)(4) to address this gap. As part of correction activities, this supplemental medwatch is being submitted to correct this issue and provide the appropriate correction/removal number in field h9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section h6 evaluation code conclusion: h3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ventilator generated a visually annunciated alarm, however had no audible sound. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirmed the reported issue. Additionally, the sp found a code related to communication error in the ventilator memory logs as an additional issue. The sp replaced the user interface(ui) printed circuit board assembly (pcba). The ventilator passed all the tests and calibrations per manufacturer specification and was returned to the customer. One ui pcba was returned to the medtronic for failure investigation. No anomalies were found during visual inspection. The functional test found no issues/faults with the ui pcba and the reported event was not duplicated. Further investigation into the reported event determined a plausibility of no audible alarm likely caused due to design issue. There is an existing internal investigation related to this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ventilator generated a visually annunciated alarm, however had no audible sound. The device was available for evaluation. The device was taken to workshop for repair. The issue cleared after a power cycle and could not be replicated. With the available information the likely cause could not be established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a visually annunciated alarm, however had no audible sound. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.